Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30064934m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) ablation procedure with an thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During mapping phase, a perforation on the right ventricle (rv) occurred; the patient event was noticed while ablation was delivered. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was then transferred to the operating room (or) to have a surgical repair in order to close the perforation. Extended hospitalization was required as a result of the surgical intervention performed. Patient¿s outcome is fully recovered with no residual effects. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event; patient had thin myocardium on the right ventricle. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and procedure related. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was not performed. The generator was not in use at the time of the injury since the issue occurred during mapping and not during the ablation. The catheter irrigation was set at default values for thermocool® smart touch¿ bi-directional navigation catheter. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with visitag module were 3mms, 3 secs. The additional filter used with the visitag module was over 3 grs during 25%. The color option used prospectively was ablation index.